Event description:
On (B)(6) 2026, a distributor reported an issue involving a selenia dimensions mammography system, 3d. The system displayed an error code regarding the vertical travel assembly (vta). This error is typically generated when the system detects an uncommanded vertical movement of the c-arm. Upon evaluation, it was determined that the error code was triggered by an uncommanded vertical movement caused by a defective electromagnetic vertical motor clutch. The electromagnetic vertical motor clutch is a mechanical safety component located between the motor and the c-arm. Together with the brake system, it is designed to control and hold the c-arm in position whenever no movement command is active. In this case, it did not function as intended. The issue occurred during a patient biopsy procedure; however, no injury to either the patient or the user was reported. The hologic technical service team has advised the distributor to replace the vta drag brake as the resolution and indicated that the system should not be used until the vta drag brake has been replaced. No further information is currently available.